Event description:
She received medicla attention in may 2006 (11:30am) because her one touch ultra was displaying three dashes upon powering on. The patient was unable to test on the meter because the meter was displaying three dashes. After the attempted use of the meter, the patient took 5 units of 70/30 humulin. She rushed to her doctor's office because she felt dizzy and light headed symptoms which she correlates with hyperglycemic symptoms. Se reported getting a reading in the "400's" on the physician's meter but stated that she did not receive any additional treatment from the doctor. It would be helpful to know the following: when the meter issue started, the date/time of the reported readings, what device she used to test her blood glucose levels before and after experiencing the symptoms when she took the 5 units of 70/30 humulin was based on an insulin regimen, and when she obtained the blood glucose test at the doctor's office. Although the customer care advocate was able to resolve the issue through troubleshooting, the complaint is being reported because the patient was unable to test and had to seek medical attention due to high blood sugar symptoms. The meter, test strips, and control solution were replaced.